Event description:
Report of "infection and skin breakdown" rec'd per MFR's annual device tracking report. Further investigation indicated that the onset of the infection was 1999 and the device was explanted. The pt's symptoms included redness, swelling, and pocket erosion. A culture was obtained but the results were not available at this time. The pt was treated with IV antibiotics and explant of the device. The condition has resolved.